Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of stored electrograms, the right atrial and ventricular leads exhibited noise. Lead damaged was also suspected, but not confirmed. No intervention was performed and the patient was stable throughout.